Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that when turning on the centrimag console, and after performing the self-test, the increase and decrease keys on the screen panel did not allow the side to assist: r or l. The keys did not work when pressed. Another console was required. It was noted that this event did not involve a patient.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the l and r buttons not functioning was not confirmed. The centrimag 2nd generation primary console (B)(6) was returned for analysis and a log file was downloaded for review with events spanning approximately 10 days (20jan2022, 25jan2022 ¿ 26jan2022, 31jan2022, 01feb2022 ¿ 04feb2022, 08feb2022, 06jun2022 per time stamp). Events occurring on 06jun2022 took place during lab testing at abbott. Seen throughout the log file during power on, was the selection of the operational mode (l or r). Additionally, ¿battery maintenance required: b4 alarms were active throughout the log file. There were no other notable alarms active in the log file. The centrimag 2nd generation primary console was returned for analysis to the service depot the reported event was unable to be confirmed. The console was power cycled multiple times and completed the boot up process as intended. Each time the r or l on the menu screen was able to be selected. The console was run on a test loop for several days and no alarms were observed. The top housing was replaced with a new housing. The console was functionally tested and passed all tests. The root cause for the reported event was unable to be conclusively determined through this analysis. During the investigation, there were incidental findings of an expired internal battery and an internal connection issue. The internal battery was found to have expired on 30apr2021 and was causing a b4 alarm. The battery was replaced, resolving the alarm. A communication ribbon cable was found to not be fully seated but was not causing any alarms on the console. The cable was removed and inspected. The cable was found to be okay and was reinstalled. The device history records were reviewed for the centrimag 2nd generation primary console (B)(6) and the console was found to pass all manufacturing and quality assurance specifications. The battery was shipped with the console and expired on 30apr2021. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction.". The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support.". The 2nd generation centrimag system operating manual section 12.1 ¿appendix I ¿ console alarms and alerts¿ table 16 details how to properly interpret and troubleshoot all system alarms including b4 battery maintenance alarms. The 2nd generation centrimag system operating manual section 6.6 entitled ¿self-test initiation¿ states ¿when all power-up self-tests are completed successfully, the system will require the user to choose a support type¿. The 2nd generation centrimag system operating manual table 15 entitled ¿console maintenance schedule¿ states to the replace internal battery every 2 years and perform battery maintenance every 6 months. No further information was provided. The manufacturer is closing the file on this event.